Manufacturer narrative:
Technical support (ts) asked the customer to check the org and make sure that it is on. The customer will check the org and reach out again if necessary. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that after a power surge, 14 teles were in signal loss with the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that after a power surge, 14 teles were in signal loss with the central nurse's station (cns). Technical support (ts) asked the customer to check the org and make sure that it is on. The customer will check the org and reach out again if necessary. There was no patient injury reported. Investigation summary: the customer reported that there was a power surge before the incident occurred. They later reported that they resolved the issue by replacing the battery in one of the uninterruptible power supplies that was powering the org in question. Manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported that after a power surge, 14 teles were in signal loss with the central nurse's station (cns). There was no patient injury reported.